Manufacturer narrative:
The insulin pump was received with no act button response due to flattened dome switch. Unable to verify for bolus anomaly, rewind anomaly or prime/fill anomaly due to no act button response. The insulin pump was received with minor scratches on display window, cracked case on display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had prime rewind anomaly. Customer's blood glucose was 210 mg/dl. The customer stated that while delivering a bolus he ran out of insulin and after rewinding the device he was stuck in between the bolus delivery screen and rewind screen. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.